Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. A firm j-shaped stylet was returned stuck in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was positioned three times, due to unacceptable lead measurements. Then the helix stopped functioning. Specific details about which measurements (impedance, thresholds, sensing, etc.) Were unacceptable, and how many turns of the fixation tool were made to extend/retract the helix were not known, as no boston scientific field representative had been present at the case. Initial inspection before return found a firm stylet remained inserted into the attempted lead. It was suspected the stylet was formed into a j-shape and that may have contributed to the helix extension difficulties. No adverse patient effects were reported.